Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: section b1: in earlier report, "product problem" should also have been selected. Correction: section d10: concomitant medical products and therapy dates should have been: scs ipg, therapy date: (B)(6) 2020 and scs anchor (x2), therapy date: (B)(6) 2020 instead of scs lead, model 3186, therapy date: (B)(6) 2021.

Event description:
Additional information received indicated one lead was fractured, which had high impedances. Both leads were explanted and replaced on (B)(6) 2021 to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04707. It was reported that the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later diagnostics discovered high impedances on one of 2 leads. In turn, surgical intervention may occur at a later date to address the issue.